Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was 109mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated they were unable to clear the alarm. Customer was able to complete insulin pump rewind. Advised to perform a self test it was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will not be return for analysis.